Manufacturer narrative:
The insulin pump passed displacement test and basic occlusion test. Unit failed prime/a33 test at 3.0lbs due to faulty fsr. Unable to perform occlusion test, excessive no delivery test or verifying motor error due to prime anomaly. The motor was tested outside the device and passed.

Event description:
Information received by medtronic that the insulin pump had a recurring motor error alarm. Customer's blood glucose was 294 mg/dl at the time of the incident. Blood glucose was going up despite changing the infusion set possibly due to the alarm. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.